Event description:
The complainant reported that during the preparation to therapeutically implant a vaxcel chest port in a patient (age and gender unknown) in 2006, the septum and catheter separated. The clinician obtained a second device and successfully completed the patient procedure. The complainant reported that there was no adverse effect was reported that the device never touched the patient prior to the separation.